Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for low lead impedance. High capture threshold was also observed. The physician suspected lead dislodgement. The lead was capped and replaced.